Event description:
Info received indicates the right siderail latch plate was bent preventing the siderail from locking.

Manufacturer narrative:
The technician replaced the siderail latch plate to repair the bed.